Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead. The patient is dependent. An episode of high ventricular rate was recorded, which showed lead noise. No patient symptoms were reported. The lead will continue to be monitored.